Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer called to report that he thought the insulin pump was delivering only half of what it should be, customer had already changed out the infusion set and reservoir. Customer reported high blood glucose reading of 421 mg/dl which he treated with a bolus from the insulin pump. Customer's blood glucose reading during the call was 205 mg/dl. Customer performed troubleshooting and did not find any issues, but still felt uncomfortable using the device. Customer was unable to perform the high pressure test. The insulin pump was replaced and will be returned.